Event description:
It was reported that a cartridge leaked during a fill tubing process when the user connected the external connector to the cartridge instead of installing it in the ilet, and the user received troubleshooting and education on the proper supply change process; blood glucose was not impacted, and insulin delivery was resumed after a successful set change with new supplies. Symptoms included no adverse clinical symptoms. Outcomes included no patient injury, no medical intervention, and continued therapy after education. Investigation included customer interview and troubleshooting with user re-education. Investigation of this case revealed use error related to connection outside the device and that the issue was resolved by replacing supplies and performing a correct set change. It was concluded that the event was due to user technique and that the device functioned as intended after proper setup.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.